Event description:
The plastic tip of the instrument is broken.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, it there did not have deviation or failure investigation report. The product (old design) manufactured before the installation of the action of reinforcement (eco 253075). Product analysis: the returned instrument presents an old design (dwg-7e070299/b and dwg-7e070309/b) and break of the plastic extremity, no break of the index metal. The product is deteriorated, a precise dimensional analysis is not possible. The root cause is related to wear. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.